Event description:
On 09/30/1997 the account reported a false positive bhcg result of 351 miu/ml, which was run on the axsym analyzer. According to the account, a result of <2 miu/ml was initially received. The sample was retested and the 351 miu/ml was given. The patient's physician questioned the result and the sample was retested and gave <2.0 miu/ml 4 times. The account noted no fibrin, bubbles, or rbcs in the sample. The patient was not treated based on the first reported result. No report of injury.